Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the distal end of the cope mandril wire guide (outer portion) unfurled. The wire was not detaching completely during access and manipulation of the device. Another manufacturer¿s device was used to complete the venous procedure, and the product problem did not result in any reported serious injuries to the patient.